Event description:
It was reported that the right ventricular [rv] lead had high impedance. It was also noted that patient's device had been "beeping" since 2004; a review of the 2004 rv lead testing record showed noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.